Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for non-malignant pain. It was reported that the patient stated they were having problems with the controller since day one. The patient stated when they placed the controller over the pump, it went up to 90% and then sat at 90% for 5-6 minutes and then goes from 90% to 100%. The patient stated they were holding the device for 12 minutes was is an awfully long time. The patient stated the spot where they placed the pump was very sore and hard to hold the entire time. The manufacturer's patient services specialist (pss) walked the patient through closing all apps and clearing data. The patient was able to successfully connect to the pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue.